Event description:
Related manufacturer reference numbers: 2017865-2022-01542. It was reported that the patient presented in clinic for initial implant procedure. During procedure, the right ventricular (rv) lead was unable to be fixated and an alternate near at head was used instead. Upon testing of the replacement rv lead, it was found that the it exhibited high out-of-range pacing impedance. A third rv lead was implanted to complete the procedure without complications on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. The helix was able to be extended and retracted after cleaning the blood and tissue. Electrical testing and x-ray examination were normal with no anomalies found.